Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. The reporter stated that the pump became hot to the touch. The battery compartment was allegedly cracked, and the pump was exposed to salt water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots on the alleged failure date. During a visual inspection of the pump, corrosion due to moisture was found on the battery cap. A leak test was performed and failed due to a battery compartment leak. The battery cap secured properly to the pump to maintain power. Current draws measured within specifications. No overheating was observed during testing. The pump case was removed and no further evidence of moisture ingress or intermittent connections was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.